Event description:
A patient going to a physician's office inside the hospital was placed in a hospital owned wheelchair by a visitor. Upon sitting in the wheelchair, it collapsed with the patient. Upon inspection, the weld at the cross piece that allows the chair to be folded had failed. The patient complained of hip pain but did not appear to be in distress. The weight limit for the wheelchair was not able to be determined.